Event description:
Country of complaint: (B)(6). Needle is too soft and bend easily.

Manufacturer narrative:
United states reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation on-going. Device not currently marketed in the united states, however, similar device is.